Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patients ipg was getting uncomfortably warm when charging. The patient underwent an ipg replacement procedure. Device malfunction was not suspected. The patient was doing well postoperatively.